Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an empty alarm history on the system controller was confirmed. A submitted photo of the controller captured a blank alarm history screen. The submitted log files were reviewed and did not indicate any issues with the system or capture any alarms that would be captured in the alarm history on the controller user interface (ui) screen. The provided information indicated the system was otherwise working as intended, no recent alarms were reported, and the controller was planned to be exchanged. Multiple attempts were made to obtain additional information regarding confirmation of the controller exchange, and if the product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, explains how to view the alarm history on the system controller user interface screen. This section also explains the alarm history displays the last six relevant controller alarms. These alarms include power cable disconnect (lasting over 30 seconds), no external power, driveline disconnected, low voltage advisory, low voltage hazard, and low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that clinicians were unable to review the patient's alarm history. The device seemed to be working appropriately and the patient had not reported any recent alarms. Log files were submitted for further evaluation. The event log file captured routine events, the ventricular assis device and peripheral equipment are functioning as intended. The customer reports planning on changing his system controller at his next advanced heart failure clinic visit (B)(6).